Event description:
Plaintiff alleges severe sensitivity to latex and suffered a severe respiratory problem as a result of exposure to latex gloves. Further alleges injuries sustained were of a personal and pecuniary nature.